Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. There was no share log to review. Confirmation of the complaint is undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
Com-(B)(4).

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. Confirmation of the complaint was undetermined and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a continuing sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.